Manufacturer narrative:
This is a known potential adverse event addressed in product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting using the coolsculpting applicator and presented with suspected developed paradoxical hyperplasia (pah/ph) post treatment. Due to insufficient information initially provided by complainant; the device information, treated area, and treatment date are not documented.

Event description:
Allergan aesthetics received a report of a patient treated on (B)(6) 2022 with coolsculpting to the submental area using the coolsculpting coolmini applicator and presented with paradoxical hyperplasia (pah/ph) post treatment. On (B)(6) 2023, the patient was diagnosed with ph to the submental area.